Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 5 months, 14 days. A full evaluation of the device could not be conducted because the patient remains on going with the implanted device. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection and sepsis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a major bacterial infection and sepsis. The site of infection was reported as ¿internal pump component/inflow or outflow tract¿ and a collection of fluid along the driveline. The patient was hospitalized for weakness, confusion and a possible fall. The patient had a positive blood culture and wound culture was (B)(6). Antibiotics and medication was administered and adjusted. The patient continues to have confusion intermittently, but no diagnosis of stroke was reported. No additional information was provided.